Event description:
It was reported by svc report that the power cord was frayed. There was no pt involvement and no adverse consequences are reported.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, a cuff miss occurred and a second proglide was used successfully to achieve hemostasis. Although requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete.(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.

Manufacturer narrative:
(B)(4). The plunger with the anterior needle tip, suture with the posterior needle tip, link and cuffs were not returned for evaluation. Evaluation of the returned device components, the device body, lever, foot, guide and sheath, found no damage or abnormalities detected that would contribute to the reported cuff miss. Both ends of the foot were examined and there were no needle strike marks detected. A proxy plunger was used to test the needle trajectory and was found to be acceptable and not a contributing factor in the event. Based on the investigation findings of the returned device components, a probable root cause could not be determined. No manufacturing or quality inspection issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.